Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a problem turning on their device. It was indicated that there was poor communication and the patient programmer (pp) couldn't find or connect to the ins. The patient stated that she tried using the pp, her daughter-in-law, and a doctor assisted her to try and connect. The patient mentioned that she did not use an antenna. It was stated that the patient did not confirm the antenna use per the age of the implant. The patient reported that the therapy wasn't working and wasn't stimulating. The patient also noted that the last time she used the pp and it did connect to the ins was 2 years ago. There were no further symptoms or complications reported or anticipated.